Event description:
It was reported that pump battery was not charging, and customer noted that pump did not power on. There was no reported impact to the customer¿s blood glucose level. Distributor later confirmed the issue after attempting to charge pump with different usb cables and wall outlets without success, and pump was planned to be returned while customer received replacement pump.